Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to use, the device was interrogated and the remaining longevity estimate graphic indicator bar was gray, noted to be due to the device being near expiration. The device was interrogated a few additional times over ten days, with no change in the indicator bar. The device was not used. There was no apparent patient involvement.

Manufacturer narrative:
Evaluation summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.